Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was in clinic when the system controller failed. The patient stated that they placed a full set of batteries prior to going into the clinic. The system controller alarmed with all the alarm lights flashing, the digital display screen was dead. The pump stopped. To troubleshoot the issue a battery exchange was performed; however, the pump would not turn back on. The system controller's digital display turned back on showing a persistent low flow alarm. A system controller exchange was successfully performed. The patient¿s pump restarted and returned to it's set speed. The patient remained asymptomatic during the entire event. No alarms have been reported since switching to a new system controller. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the reported event of a pump stoppage was confirmed during analysis. The evaluation of the returned system controller serial number (B)(4) revealed a damaged drive circuit component. As a result, the returned controller was not able to operate the test pump. The damaged component was replaced, and the system controller functioned as intended. A full functional test was performed, and the system controller passed. The log file was retrieved, and the recorded information revealed that the speed decreased to 0 rpm on december 13 at 10:47 am. The event occurred when the system controller was connected to 14v batteries. There was one unsuccessful attempt to restart the system (9550 rpm) and the speed decreased and remained at 0 rpm. Various alarm conditions were recorded at the end of the log file, including driveline fault, low flow hazard and motor stopped alarms followed by a driveline disconnect alarm. In conclusion, the atypical events captured in the log file and the damaged drive circuit component appeared consistent with a compromised driveline. No further information is available. The manufacturer is closing the file on this event.